Event description:
On (B)(6) 2012, this pt was implanted with a gore tag thoracic endoprosthesis to treat a thoracic aortic aneurysm. Prior to the implant, a carotid to carotid bypass was performed. It was reported that the pt had 4mm vertebral arteries that showed good retrograde flow, so the left subclavian artery was intentionally covered with the gore tag device to achieve a sufficient proximal landing zone. Post procedure, the pt was doing well and moving all extremities. On (B)(6) 2012, the pt suffered a posterior circulatory stroke.

Manufacturer narrative:
Result - the review of the mfg paperwork verified that this lot met all pre-release specs.